Event description:
An endovascular stent with delivery system was successfully advanced to an unk target lesion site in the pt's anatomy. During attempts to inflate the balloon catheter, the balloon ruptured at an unk pressure. It was reported that the balloon tethered onto the partially deployed stent. During an attempt to withdraw the balloon catheter, resistance was noted. However, upon further manipulation, the balloon catheter was successfully withdrawn from the pt. Subsequently, a small "tear" was observed in the iliac artery. Another balloon catheter was used to fully expand the stent and another stent was placed at the area of the "tear". There were no add'l complications reported relative to this event.